Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported vague channel disconnect events during patient use after new software version 9.19 and new iui connecters were added to devices. No patient harm was reported. Although devices and specific event information was requested, no event or device details were received.